Manufacturer narrative:
H6- health effect - clinical code: "1937" should be removed. Claim# (B)(4).

Manufacturer narrative:
H6- health effect- clinical code 4581: significant reduction of ica h6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -11.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a shorter length lens due to excessive vault, significant reduction of iridocorneal angles and blurred vision. This exchange resolved the problem. The reporter states the cause of this event is unknown. For cause details the reporter states " sulcus to sulcus smaller than the estimate".